Event description:
It was reported that a hydrothermal ablation procedure was performed in 2001. Post procedure it was noted that the pt had received a perineal thermal injury, that was later reported as second and third degree burns via pt's counsel. It is unknown if any treatment was provided at that time. It was reported that the pt has undergone medical treatment since the event. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Follow up indicated that two/three alarms were noted during the procedure, which were checked by the doctor and no fluid loss was noted. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.